Event description:
The patient's grandfather reported that the patient went swimming with the bolus button missing from the pump. The pump was found to have moisture under the display lens, after which the pump became hot to the touch.

Manufacturer narrative:
The pump was returned to animas for evaluation. A visual examination revealed a detached bolus button and moisture under the display lens. A battery was inserted into the pump; however, the pump was unable to power on due to moisture damage to the circuit board. The complaint was unable to be investigated due to lack of power to the pump. No conclusions can be made at this time.